Event description:
It was reported that a patient initially fell in a nursing home and had the first fracture on (B)(6) 2014; the fracture was fixed on (B)(6) 2014 with a trochanteric fixation nail (tfn). Patient fell on (B)(6) 2014 and the helical blade cut out the femoral head. Patient was revised and all the hardware was removed on (B)(6) 2014. Patient was revised with a zimmer zmr total and synthes proximal hook plate. No complications were noted, no delay in surgery and the revision surgery was successfully completed. This is report number 2 of 3 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no complaint related anomalies were noted. The device history record shows lot# 7311301 of 11.0mm ti helical blade was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot (6504549) met all specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.